Event description:
Device explanted due to eri. No adverse patient events reported. Should additional information become available, it will be added to this file. 24-mar-2021 device received.

Manufacturer narrative:
The ICD was received for analysis and inspected. Upon receipt the device was interrogated. The interrogation could be properly performed and revealed the mos1 battery status. All electrical parameters were verified and showed a normal device behavior. Especially, the current consumption and the battery state of discharge were found normal and as expected. There was no indication of a device malfunction.